Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a solicited report by a physician from (B)(6) of nausea, diarrhea and sterile peritonitis in a patient coincident with extraneal viaflex (lot number 10j05g40) and physioneal, unspecified product (lot number not reported) therapies, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) subsequent to glomerulonephritis. On (B)(6) 2010, the patient experienced nausea, diarrhea, and sterile peritonitis manifested by cloudy effluent and abdominal pain. On (B)(6) 2010, the patient began remedial therapy with vancomycin (1g, frequency not reported, ip) and extraneal viaflex was permanently withdrawn. On (B)(6) 2011, the events of nausea, diarrhea and sterile peritonitis resolved. On (B)(6) 2011, the patient began remedial therapy with ciprofloxacin (250, twice daily, orally). On the same day, the remedial therapy with both vancomycin and ciprofloxacin were discontinued. Physioneal, unspecified product was ongoing. The physician stated that the events of nausea, diarrhea and sterile peritonitis were probably related to the extraneal viaflex. The physician did not provide a statement of causality for the physioneal, unspecified product therapy.